Event description:
It was reported that during a total joint procedure, the blade broke at the mount. It is also reported that both pieces were found and the surgeon has no concerns about pieces being left behind in the patient, an x-ray was carried out to determine this. It was further reported that no additional medication was required and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this alleged event was not returned to manufacturer for evaluation. Product lot number information has not been provided to permit further investigation. The root cause of this failure is undetermined.